Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: shocking. They stated they were feeling a ¿jolt¿ and hearing a loud noise. The consumer had a fusion done in 2009 and had stimulator removed, but they didn¿t have the leads explanted. It was also noted they went to the emergency room (ER) with back pain. The patient was implanted failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.